Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2005)), anxiety, depression, arthritis, high cholesterol, caesarean section in 2005 and cholecystectomy in (B)(6) 2014. Concurrent conditions included overweight and fibrocystic disease of breast. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), hormone level abnormal ("hormonal changes"), allergy to metals ("allergic or hypersensitivity reaction / nickel allergy"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), eye disorder ("eye problems"), visual impairment ("vision problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), arthralgia ("knee pain") and pain in extremity ("hand and arms pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, hormone level abnormal, allergy to metals, mental disorder, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, eye disorder, visual impairment, gastrointestinal disorder, alopecia, back pain, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menstrual disorder, mental disorder, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion/successfully occluded on (B)(6) 2008, hysterosalpingogram test showed, multiple spot images show good opacification of endometrial cavity with normal confours and no abnormal intrinsic filling defects. Micro- inserts are demonstrated within fallopian tube bilaterally and demonstrated good tubal occlusion. Impression: confirmation of tubal occlusion status post micro- insert placement. On 29-jan-2015, laboratory results showed, endometrial biopsy. Gross description: ¿¿ endometrial biopsy¿¿ received fixed with patient¿s name is red-tan soft tissue and mucus measuring 2x1.5x0.3 cm in size which is entirely submitted as cassette. On 23-feb-2015, pathology results showed, received fixed and labeled with the patient' s name is a hysterectomy specimen with attached bilateral l fallopian tube segments. The uterine serosa is tan-red , smooth and g listening. The endometrium is hemorrhagic with a maximal thickness of 0.2 cm. The myometrium is fibrous dark pink with maximal thickness of 1.7 cm. There is wire that extends from left fallopian tube through apical portion of uterus and into right fallopian tube. There is cyst of morgagni adherent to the fimbriated end. Sections are submitted as anterior cervix, posterior cervix, anterior endomyometrium. Posterior endomyometrium, right fallopian tube, left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received new event, "hormonal changes, allergic or hypersensitivity reaction / nickel allergy, psychological or psychiatric problems, rashes, skin conditions, bladder problems or change, urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain, vision problems, eye problems, gastrointestinal or digestive system condition, hair loss, back pain, abdominal pain lower, knee pain, hand and arms pain" were added. New reporter were added. Lab data were added. Historical and concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and allergy to metals ("allergic or hypersensitivity reaction / nickel allergy/ essure worsened her allergies") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2005)), anxiety, depression, arthritis, high cholesterol, caesarean section in 2005, cholecystectomy in (B)(6) 2014 and multiple allergies. Concurrent conditions included overweight and fibrocystic disease of breast. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced mental disorder ("psychological or psychiatric problems"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss"). In (B)(6) 2009, the patient experienced rash ("rashes") and dry skin ("skin conditions (dry skin)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problems or change"), urinary tract disorder ("urinary problems or changes (incontinence)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and astigmatism ("eye problems (type: stigmatism)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), visual impairment ("vision problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), back pain ("back pain (mild to severe)"), abdominal pain lower ("lower abdomen pain"), arthralgia ("knee pain"), pain in extremity ("hand and arms / legs pain (mild to severe)") and mood swings ("mood swings"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), dietary measures and dietary measures. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, hormone level abnormal, mental disorder, rash, dry skin, urinary incontinence, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, astigmatism, visual impairment, gastrointestinal disorder, alopecia, arthralgia, mood swings, depression, anxiety and amnesia outcome was unknown, the allergy to metals was resolving and the back pain, abdominal pain lower and pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, astigmatism, back pain, depression, dry skin, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menstrual disorder, mental disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Approximate weight at the time of essure placement 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion/successfully occluded on (B)(6) 2008, hysterosalpingogram test showed, multiple spot images show good opacification of endometrial cavity with normal confours and no abnormal intrinsic filling defects. Micro- inserts are demonstrated within fallopian tube bilaterally and demonstrated good tubal occlusion. Impression: confirmation of tubal occlusion status post micro- insert placement. On (B)(6) 2015, laboratory results showed, endometrial biopsy. Gross description: ¿¿ endometrial biopsy¿¿ received fixed with patient¿s name is red-tan soft tissue and mucus measuring 2x1.5x0.3 cm in size which is entirely submitted as cassette. On (B)(6) 2015, pathology results showed, received fixed and labeled with the patient' s name is a hysterectomy specimen with attached bilateral l fallopian tube segments. The uterine serosa is tan-red , smooth and g listening . The endometrium is hemorrhagic with a maximal thickness of 0.2 cm. The myometrium is fibrous dark pink with maximal thickness of 1.7 cm. There is wire that extends from left fallopian tube through apical portion of uterus and into right fallopian tube. There is cyst of morgagni adherent to the fimbriated end. Sections are submitted as anterior cervix, posterior cervix, anterior endomyometrium. Posterior endomyometrium, right fallopian tube, left fallopian tube, most recent follow-up information incorporated above includes: on 11-may-2018: pfs information received: plaintiff complained of dry skin (skin conditions), incontinence (urinary problems) and stigmatism (eye disorder). Onset dates of events were added. She classified the back pain as constant and mild to severe, the hand, arms and legs pain as constant and mild to severe and the abdominal pain during menstrual cycle as severe. According to plaintiff, essure worsened her allergies. The nickel allergy was treated with total hysterectomy and bilateral salpingectomy. Shortly after essure removal, plaintiff recovered from back pain, abdominal pain, hand pain, leg pain and arm pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and allergy to metals ("allergic or hypersensitivity reaction / nickel allergy/ essue worsened her allergies") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2005)), anxiety, depression, arthritis, high cholesterol, caesarean section in 2005, cholecystectomy in (B)(6) 2014 and multiple allergies. Concurrent conditions included overweight and fibrocystic disease of breast. Concomitant products included diphenhydramine hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and oxymetazoline hydrochloride (claritin allergic). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced mental disorder ("psychological or psychiatric problems"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) /pain during menstural cycle") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced rash ("rashes / rashesh all over body") and dry skin ("skin conditions (dry skin)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problems or change") and urinary tract disorder ("urinary problems or changes (incontinence)"). In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and astigmatism ("eye problems (type: stigmatism)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), nausea ("nausea"), visual impairment ("vision problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), back pain ("back pain (mild to severe)"), abdominal pain lower ("lower abdomen pain"), arthralgia ("knee pain"), pain in extremity ("hand and arms / legs pain (mild to severe)"), mood swings ("mood swings") and abdominal pain ("abdominal area pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with dietary measures and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, dysmenorrhoea, back pain, abdominal pain lower, pain in extremity and abdominal pain had resolved, the allergy to metals was resolving and the menstrual disorder, hormone level abnormal, mental disorder, dry skin, urinary incontinence, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, astigmatism, visual impairment, gastrointestinal disorder, alopecia, arthralgia, mood swings, depression, anxiety, amnesia, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, astigmatism, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Approximate weight at the time of essure placement 185 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion/successfully occluded. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received. Concomitant drug was added. Added events abnormal bleeding (vaginal, menorrhagia), dyspareunia, abdominal pain. Updated onset date of events. Updated outcome of events (pelvic, abdominal area, rashes, dysmenorrhea). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and allergy to metals ('allergic or hypersensitivity reaction / nickel allergy/ essue worsened her allergies') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in (B)(6) 2014, caesarean section in 2005, gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2005)), anxiety, depression, arthritis, high cholesterol and multiple allergies. Concurrent conditions included overweight and fibrocystic disease of breast. Concomitant products included diphenhydramine hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and oxymetazoline hydrochloride (claritin allergic). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced mental disorder ("psychological or psychiatric problems"), depression ("depression"), anxiety ("anxiety") and amnesia ("memory loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) /pain during menstural cycle") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced rash ("rashes / rashesh all over body") and dry skin ("skin conditions (dry skin)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder problems or change") and urinary tract disorder ("urinary problems or changes (incontinence)"). In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and astigmatism ("eye problems (type: stigmatism)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), nausea ("nausea"), visual impairment ("vision problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), back pain ("back pain (mild to severe)"), abdominal pain lower ("lower abdomen pain"), arthralgia ("knee pain"), pain in extremity ("hand and arms / legs pain (mild to severe)"), mood swings ("mood swings") and abdominal pain ("abdominal area pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with dietary measures and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, dysmenorrhoea, back pain, abdominal pain lower, pain in extremity, menorrhagia, vaginal haemorrhage and abdominal pain had resolved, the allergy to metals was resolving and the menstrual disorder, hormone level abnormal, mental disorder, dry skin, urinary incontinence, urinary tract disorder, migraine, headache, nausea, fatigue, weight increased, astigmatism, visual impairment, gastrointestinal disorder, alopecia, arthralgia, mood swings, depression, anxiety, amnesia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, astigmatism, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Approximate weight at the time of essure placement 185 lbs. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion/successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events abnormal bleeding(vaginal) and menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.